Manufacturer narrative:
Correction: there is no infection. This report is submitted on february 2, 2023.

Manufacturer narrative:
This report is filed on (B)(6) 2017.

Event description:
Per the clinic, the patient experienced an infection at the implant site and poor performance with device use, however the issue could not be resolved. Subsequently the device was explanted on (B)(6) 2017, and the patient was re-implanted with a new device during the same surgery.